Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter was present in the auxiliary water channel and inside the nozzle. A root cause could not be identified. Based on the results of the investigation. The most probable cause for noise in image was cause traced to component failure and for foreign matter in the auxiliary water channel and inside the nozzle was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image noise. The issue was found during inspection for use of the device. There was no patient involvement.